Event description:
After the 9th injection, at ripv, the catheter was in thawing and when +10 degrees celsius was reached, the assisting physician actuated the push button. The temperature shown on the console dropped to lower temperatures and then rose sharply up to +20 degrees and vacuum was applied. The cryoconsole showed system notice message 50005 followed by system notice message 50007. Blood ingress into the coaxial umbilical was seen and blood also entered the console. The case was stopped and the catheter was removed. There was no patient injury. The patient showed normal ECG at the end of the procedure. System notice message 50005: the safety system has detected fluid in the catheter and stopped the injection. System notice message 50007: the safety system has detected fluid in the console. The system is inoperable.

Manufacturer narrative:
The product was returned and investigated as follows: analysis of bin files and failure files confirmed the reported system notice massages 50005 and 50007 and also showed system notice message 50006 (the safety system has detected blood in the catheter handle, stopped the injection and disabled the vacuum). Visual inspection showed the presence of blood in the catheter. Pressure test revealed a leak through the guide wire lumen. Dissection showed a guide wire lumen partial snapping at the coil, located in the area beneath the balloon. However, the balloon integrity was intact with no breach. Items 2 and 3 described above triggered the fail-safe system (notice messages 50005, 50006 and 50007), stopped the injection and disabled the vacuum. A corrective action was initiated to address this issue.

Manufacturer narrative:
The device involved in this event is similar to the arctic front cardiac cryoablation catheter marketed in the us. The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.